Manufacturer narrative:
Product analysis: the device was returned for analysis and found to be defective, the analyzer failed the incoming functional tests. The device was mechanically intact, and the battery was okay. The analyzer was replaced, the new analyzer passed final functional and electrical systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s internal fan was not working and was noisy. The programmer was returned for service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.